Event description:
Approx 10-15 minutes into treatment, the machine presented with "air in blood" alarms, but no air was observed in the blood tubing set. The pt then became short of breath, the treatment was stopped and the blood was returned. The pt was then transferred to the emergency dept for further eval. The nurse caring for this pt does not believe that the pt suffered an air emboli and believes that the shortness of breath was caused by pneumonia, which the pt was later diagnosed and treated for at the hosp. The blood tubing set used was returned to the MFR for eval.